Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: customer returned (1) loose 1ml bd insulin syringe. It was reported that the hcp pulled the plunger rod but could not draw the drug solution. The returned syringe was examined, and it was observed that a transparent material was located near the opening of the cannula . The sample was tested for flow, and was unable to draw properly. Under the microscope the residue was identified as residual silicone from the manufacturing process. A wire test was performed, and the wire was able to pass through the length of the cannula ¿ no residue was observed on the wire as it passed through the opposite end of the cannula. The dislodged residue could not be extracted from the sample. After performing the wire test the syringe was able to draw and expel properly. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using bd syringe 1.0ml 29ga 1/2in it was unable to aspirate. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, the hcp pulled the plunger rod but could not draw the drug solution.